Event description:
Our rep is reporting that during a knee repair a portion of the distal end of the screw driver broke off into the joint space. All of the fragment was retrieved from the body and the procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
We are, at this point in time, awaiting receipt of the complaint device towards conducting a root cause failure analysis. The results of our investigation will be the subject of a follow-up report.